Event description:
This is a spontaneous case report received on 10-may-2016 from a lawyer in the united states, on behalf of an adult female plaintiff in united states. The plaintiff had essure (fallopian tube occlusion insert) inserted in 2014 (lot number b71769). The plaintiff claimed as result of essure placement: heavy bleeding, pain pelvic abdomen, scar tissue, back pain, headaches, hot flashes, painful sex, hair loss, severe stabbing pain low right side. She went for ablation in (B)(6) (year not specified) to help alleviate severe and painful bleeding but was still bleeding severe, heavier and longer than. She was given a partial hysterectomy in (B)(6)-2014. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed heavy bleeding, severe and painful bleeding, longer than (regarded as genital bleeding), pain pelvic/severe stabbing pain low right side and pain abdomen. She was submitted to an endometrial ablation as bleeding's treatment and later to a hysterectomy. These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominopelvic pain and abnormal genital bleeding or spotting may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since surgical interventions were required as events' treatment. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 14-jun-2016: ptc global number (B)(4). In this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed heavy bleeding, severe and painful bleeding, longer than (regarded as genital bleeding), pain pelvic/severe stabbing pain low right side and pain abdomen. She was submitted to an endometrial ablation as bleeding's treatment and later to a hysterectomy. These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominopelvic pain and abnormal genital bleeding or spotting may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since surgical interventions were required as events' treatment. Lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic/severe stabbing pain low right side/pain"), genital haemorrhage ("heavy bleeding, severe and painful bleeding, longer than"), abdominal pain ("pain abdomen/ cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 31-year-old female patient who had essure (batch no. B71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhoea, vaginal bleeding and menorrhagia. Concomitant products included folic acid, levonorgestrel (mirena), naproxen sodium (anaprox) and nuvaring. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 5 days after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), scar ("scar tissue"), back pain ("back pain"), headache ("headaches"), hot flush ("hot flashes"), dyspareunia ("painful sex"), the first episode of alopecia ("hair loss"), abdominal pain upper ("pain in stomach"), migraine ("migraines headaches"), weight increased ("weight gain") and the second episode of alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy-21-oct-2014), surgery (hysterectomy with bilateral salpingectomy-21-oct-2014), surgery (hysterectomy with bilateral salpingectomy-21-oct-2014), surgery (ablation and hysterectomy after) and surgery (ablation and hysterectomy after). Essure was removed on 21-oct-2014. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia and abdominal pain upper had resolved and the genital haemorrhage, scar, headache, hot flush, dyspareunia, dysmenorrhoea, migraine, weight increased and the last episode of alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hot flush, menorrhagia, migraine, pelvic pain, scar, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Onset date of some events added. It was reported that ablation was performed due to vaginal bleeding and menorrhagia. Events added: pain in stomach, migraines headaches, hair loss and weight gain. Outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic/severe stabbing pain low right side/pain"), genital haemorrhage ("heavy bleeding, severe and painful bleeding, longer than") and abdominal pain ("pain abdomen") in an adult female patient who had essure (batch no. B71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included folic acid, levonorgestrel (mirena), naproxen sodium (anaprox) and nuvaring. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), scar ("scar tissue"), back pain ("back pain"), headache ("headaches"), hot flush ("hot flashes"), dyspareunia ("painful sex"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy-(B)(6) 2014), surgery (hysterectomy with bilateral salpingectomy-(B)(6) 2014) and surgery (hysterectomy with bilateral salpingectomy-(B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, scar, back pain, headache, hot flush, dyspareunia, alopecia, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hot flush, menorrhagia, pelvic pain, scar and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received : plaintiff reporter information added, product indication and product stop date added, concomitant drug added, event was clubbed- pain pelvic/severe stabbing pain low right side/pain. Event was added- vaginal bleeding, menorrhagia, dysmenorrhea. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("trimmed of the tubes; the myometrium contains bilateral metal coils inserted at the cornus suggestive of a prior sterilization procedure."), pelvic pain ("pain pelvic/severe stabbing pain low right side/pain"), genital haemorrhage ("heavy bleeding, severe and painful bleeding, longer than"), abdominal pain ("pain abdomen/ cramping") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 31-year-old female patient who had essure (batch no. B71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhoea, vaginal bleeding, menorrhagia, d & c, spontaneous abortion in 2008, c-section in 2009, pap smear abnormal and human papilloma virus test positive. Previously administered products included for an unreported indication: depo-provera, anaprox and mirena. Concurrent conditions included ex-smoker (4 packs per week). Concomitant products included folic acid, hydrocodone, ibuprofen, levonorgestrel (mirena), naproxen sodium (anaprox), nuvaring and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 5 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/painful bleeding"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), scar ("scar tissue"), back pain ("back pain"), headache ("headaches"), hot flush ("hot flashes"), dyspareunia ("painful sex"), the first episode of alopecia ("hair loss"), abdominal pain upper ("pain in stomach"), migraine ("migraines headaches"), weight increased ("weight gain") and the second episode of alopecia ("hair loss"). The patient was treated with surgery (ablation; total laparoscopic hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, genital haemorrhage, scar, headache, hot flush, dyspareunia, dysmenorrhoea, migraine, weight increased and the last episode of alopecia outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, back pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, hot flush, menorrhagia, migraine, pelvic pain, scar, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Dysmenorrhea; menorrhagia, abdominal pain. Most recent follow-up information incorporated above includes: on 30-may-2018: information from mr. New reporter added. Case classification changed to medically confirmed case. New event added: trimmed of the tubes; the myometrium contains bilateral metal coils inserted at the cornus suggestive of a prior sterilization procedure. Event painful bleeding clubbed with dysmenorrhea(cramping). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.